Event description:
Medtronic received a report that when delivering the coil in the microcatheter, there was resistance at the proximal side and delivery could not be done. The coil was stuck within the catheter. The coil was pushed out smoothly from the introducer sheath. No damage was observed on the catheter or coil. The delivery was completed successfully using a different product. There is no patient involved with this event. The device and any accessories were prepared as indicated in the IFU. Additional information was received that the catheter used was not a medtronic product.

Manufacturer narrative:
H3: product analysis of fc-3-8-3d, lotno:226278048 found the axium prime pusher broken at ~140.0cm from the proximal end with the two segments retained by the release wire. The coin was fully retracted out of the lumen stop. The shield coil was stretched and the implant coil was already detached and not returned for analysis. The axium prime coil could not be used for resistance testing due to the damaged condition and due to the implant already detached. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. The returned axium prime shield coil was found stretched. The customer reported the coil came out of the introducer sheath smoothly during preparation and there were no damages to the coil, therefore, it is likely the damage occurred due to advancing/retracting against the reported resistance. Customer reported devices were prepared per IFU. Therefore, the root cause could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot nu mbers were not reported, compatibility could not be assessed. The pusher was found broken, and the implant was found detached. The customer did not report any issues or damage with the pusher or implant detaching; therefore, it is likely the pusher break occurred after the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.